Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, the patient was seen regarding problems with patient's bite. The patient's teeth movement is completely wrong, and bite is very far off. Doctor recommends patient to see orthodontic specialist to correct. Aligner treatment stopped.